Event description:
It was reported that, during a benign prostatic hyperplasia enucleation, the fiber was kinked three times in a short period of time. The fiber was replaced and another fiber from other lot number was used to complete the procedure. There were no patient complications. The fiber was received fragmented into 4 pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was broken into four pieces, and the fiber tip was degraded, thus, confirming the reported event. Microscopic analysis found that the connector of the fiber was in good condition and the functional tested indicated that there was one treatment used. It is possible that the fiber setup or handling during use contributed to the fiber body break. The fiber may have been compromised, such as being bent or stressed, during installation, and then completely fractured when laser energy was applied. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a benign prostatic hyperplasia enucleation, the fiber was kinked three times in a short period of time. The fiber was replaced and another fiber from other lot number was used to complete the procedure. There were no patient complications. The fiber was received fragmented into 4 pieces.